Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had bad rf card. There was no patient involvement.

Event description:
It was reported that the device had bad rf card. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01, annex c: c16, annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the field technicians stated issue of ¿bad rf card ¿was confirmed. On 02/18/2025, the pcu was received unboxed along with the paperwork. Unable to download bd wi-fi settings into the pcu because 'no network card detected'. Swapped the defective wireless card with a known-good card. The unit passed the network connectivity test and successfully connected to the bd non-prod server upon bootup. The defective wireless card was removed, and the device will be returned to the san diego repair center for normal processing. Replacement of the wireless card is recommended. The failure investigation report was uploaded to sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.